Event description:
Implant date: 1994. Pt complained of pain. Explanted on 06/01/1995 at which time a pseudoarthrosis was found. Pt was re-instrumented. Pt continued to complain of pain. Revision surgery on 02/15/1999 to remove device at which time a pseudoarthrosis and some "motion" in the device was found.